Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during patient's permanent implant procedure, the patient began experiencing a shooting and burning pain sensation in both legs from the knee down. The physician was unable to calm down the patient. The physician ended the procedure and pulled the needles and leads out. The physician believed that he may have irritated some nerve roots when driving the leads. The patient was in a lot of pain postoperatively. No device malfunction was suspected.